Manufacturer narrative:
Device evaluation the device returned with damage noted to the strain relief. The strain relief is noted to be separating from the device. The cutter returned inside the cutter window. Deformation is noted to the proximal end of the housing assembly with a bulge noted just distal to the window. The cutter driver was powered on and the cutter rotates however the cutter will not advance fully into the housing due to the bulge at the proximal end of the housing. A 0.014¿ guidewire from the lab was front loaded via the distal tip and exited out the proximal end of the gw lumen with no difficulty. Damage is noted to the proximal end of the gw lumen with frayed edges noted. No damage was noted the distal end of the gw lumen or distal tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone atherectomy device during treatment of a plaque cto (chronic total occlusion-100%) in the patient's mid sup erficial femoral artery (sfa). Slight vessel tortuosity and calcification are reported. The vessel was not pre-dilated. The device was prepped as per IFU. It is reported after cutting on the first pass/first insertion, the cutter was unable to be closed. A replacement hawkone was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Additional information: it was possible to turn off the thumbswitch but would not pack. The cutter driver stopped functioning while in use in the patient. The cutter was barely inside housing when crash occurred. The cutter was inside housing but barely when removed from patient. Device was safely removed from patient. No deformation noted in cutter. Patient's date of birth and weight was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.